Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially fired to the 2 cm cut line. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all covidien quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter: the device was used with an I-drive. Jaws were confirmed to open and close properly. When approaching the lung vessels, jaws were closed and green button was pressed to fire, but the device did not fire at all. Surgeon did not confirm the status indicator lamps on the handle. A new reload and this I-drive were used to complete the procedure. Operating time not extended. There was no additional tissue resection and no tissue damage. Nothing fell into the cavity. There was no bleeding and no further incident. No patient harm. The last known patient status is good.